Event description:
It was reported that almost 4 years post implantation of a 4.0x18mm xience v stent, the patient was found unresponsive, in respiratory and cardiac arrest. Emergency medical services was called and cardiopulmonary resuscitation was performed unsuccessfully. On (B)(6) 2012, the (B)(6) patient was pronounced dead. An autopsy was not performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.